Event description:
It was reported that the device did not infuse. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the device did not infuse was not able to be confirmed from the log analysis or replicated during laboratory testing. Basic infusions were programmed on the pump modules, the infusions completed successfully after 24 (twenty-four) hours with no errors or malfunctions. Preventive maintenance (pm) testing was performed on the three (3) suspect pump modules. The asm pm tasks were completed successfully without any observed errors or malfunctions. Testing was performed to measure the motor drive signal in the pump module s/n (B)(6). The pump module did not exhibit any mechanical drag, and the oscilloscope measurements showed an acceptable voltage. The event date and time were not reported. A review of the suspect pump module s/n (B)(6) and suspect pump module s/n (B)(6) error logs showed no errors were recorded related to the reported event. The suspect pump module s/n (B)(6) error log showed 3 (three) error codes 242.4030.0 (motor_stall_failure); 2 (two) during boot up (the date and time of the error codes could not be determined) and the last one, on (B)(6) 2025 at 10:28 pm, indicates possible problem with motor system. The pcu s/n (B)(6) event log showed activity involving suspect pump modules s/n (B)(6) and s/n (B)(6). The log showed activity with the suspect pump module s/n (B)(6) from (B)(6) 2025 to (B)(6) 2025. The pcu s/n (B)(6) event log showed activity involving suspect pump modules s/n (B)(6) and s/n (B)(6). The error codes 242.4030.0 could not be tracked in the suspect pump module s/n (B)(6) event log or in the pcu s/n (B)(6) event log. The channel error tip sheet states that the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue that the device did not infuse could not be determined. The returned pump modules were fully evaluated and were found to be infusing within specification; no anomalies were found during laboratory testing. Note that this report lists imdrf annex a1801, g04037, c0601, d15, a040502 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device did not infuse. There was patient involvement, but no harm